Manufacturer narrative:
Date of event: exact date unknown, event occurred in sometime in (B)(6) 2020.

Event description:
It was reported that the patient had frequently charging ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.